Event description:
It was initially reported that the site's handheld computer was not holding a charge. The handheld computer was plugged into the wall for several days and the battery was still not charged. Troubleshooting was performed which did not resolve the issue. The handheld computer has been returned to the MFR for analysis, but has yet to be performed.